Event description:
It was reported through the stryker facebook page, "had my right knee nov 27; 3rd week I hurt it really bad in therapy and it set me back, lot of pain when standing from a recliner and trouble sleeping,"

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. H3 other text : device not returned to the manufacturer.